Event description:
Revision knee poly swap.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cr poly 6x13mm . A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding wear involving a triathlon tibial insert was reported. The event was confirmed. Visual inspection and material analysis were performed on the returned insert component. One of the posterior edeges of one of the condyles is worn down and a section has broken off. The presence of posterior damage on the insert is indicative of posterior edge loading of the component which suggests malposition of either the baseplate or femoral components as the femoral component is articulating in the incorrect location on the insert. There was no evidence of manufacturing or material defects on the returned tibial insert. Device history review of the device history records indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. As no patient information or medical records were provided, a definitive root cause regarding how or why the components were not in the optimum position cannot be determined. No further investigation is required at this time.

Event description:
Revision knee poly swap.